Event description:
This is filed to report clip open while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a mitraclip procedure was performed for grade 4 functional mitral regurgitation (mr). During establishing final arm angle (efaa) test, the clip opened no more than 10 degrees. The physician tested efaa again, but the clip kept opening. The decision was made to remove the clip. Another clip was used with no reported issue, reducing mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the cause of the reported unintended movement (clip open ¿ efaa) was unable to be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).